Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was evaluated and the customer reported condition was verified; extended self-tests was performed and passed. The ventilator was run for 30 minutes with no issues.

Event description:
It was reported that the ventilator has a breath delivery (bd) power on self-test (post) failure. Patient involvement information was not provided by the customer.